Manufacturer narrative:
Detailed investigation revealed that, prior to the start of the procedure when the host computer was powered on, all movements were found to be blocked. The operator attempted to restart the system, but it failed to boot into the application. Instead, the boot counter was repeatedly displayed. Analysis of the available log files revealed that the syngo application did not fully initialize, resulting in the absence of the host application. When the imaging system is not available, the system does enter the bypass mode, where only continuous fluoroscopy with compromised image quality is available, and the acquired scenes cannot be saved and reviewed. During service activity the boards of the x-ray imaging system were cleaned and reinserted, which resolved the reported problem. The analysis of the available log files also indicated that the fd (flat detector) proximity sensor was activated, which led to the movement being blocked. I was also found that the user had used a cloth bag to cover the fd, which caused activation of the fd proximity sensor. The cloth cover on the fd was removed by local service, which resolved the blocked movement issue. Improper handling in form of covering the fd (use issue) is determined as the most probable relevant root cause for the non-conformity ¿movement blocked¿.

Manufacturer narrative:
Based on the age of this system, a primary gtin is not available. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the axiom artis dta. During an emergency procedure, the user reported that the system movements were blocked. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.